Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. The pump was monitored, no frozen screen, rewind anomaly and pump error 37 alarm noted. Successfully downloaded history files and traces using thump. On the event date of 27-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, pump error 37 alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 27-feb-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the event date of 27-feb-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 02/27/2025 06:07:04.000 02/27/2025 17:21:02.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 37 alarm was found on: 02/27/2025 04:31:03.000 to 02/27/2025 04:33:26.000 02/27/2025 05:20:51.000 to 02/27/2025 05:57:45.000 02/27/2025 06:06:40.000 to 02/27/2025 06:18:03.000 02/27/2025 08:01:20.000 02/27/2025 11:18:56.000 to 02/27/2025 11:42:22.000 02/27/2025 13:01:51.000 to 02/27/2025 13:16:27.000 02/27/2025 14:37:42.000, 02/27/2025 14:37:42.000 02/27/2025 17:15:11.000, 02/27/2025 17:15:54.000 . The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.53 mv). Pump error 37 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Cosmetic damage was confirmed at the back of the pump during analysis. Customer alleged for frozen screen, rewind anomaly and exposure to magnetic field or MRI were not confirmed. However, pump error 37 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received the pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported blood glucose value of 230 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-1884, mmt-243a, mmt-332a, mmt-7040a. Troubleshooting was performed for pump error. Customer confirmed pump was not able to do rewind. Pump was exposed to magnetic filed and the time clock was not advanced. Troubleshooting was performed for display anomaly. Customer confirmed the frozen screen of the pump and the buttons are responding. Troubleshooting was performed for cosmetic damage of pump and confirmed pump had a crack at the back of the pump. Troubleshooting was performed for high blood glucose. Customer was not using the auto mode/smart guard feature at the time of the event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-7040a.